Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had a large abscess directly over the incision site. The patient underwent a revision procedure wherein the physician found an infection around the lead. The lead was cut and the wound was closed. No device malfunction was suspected. The physician believed that the infection was procedure related and was not device related. The patient was prescribed antibiotics and was doing well.

Manufacturer narrative:
Additional information was received that upon follow up, the patient had more infection stemming from the explanted lead. It was also reported that there were pain and tenderness following the lead path to the generator site. The patient underwent a procedure where the rest of the transected lead and extension were explanted. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4) , description: artisan surgical lead, 70cm. Model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a large abscess directly over the incision site. The patient underwent a revision procedure wherein the physician found an infection around the lead. The lead was cut and the wound was closed. No device malfunction was suspected. The physician believed that the infection was procedure related and was not device related. The patient was prescribed antibiotics and was doing well.